Manufacturer narrative:
Concomitant product UDI for pump (B)(4). Concomitant product UDI for balloon (B)(4).

Event description:
It was reported that this artificial urinary sphincter (aus) stopped working six months ago. A surgical procedure was performed to remove and replace the aus. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected, and leak tested. Visual inspection revealed that the cuff was identified to have folds. Leakage test revealed that the cuff had fluid loss due to a tear from tool/sharp instrument damage along the lateral edge of the cuff shell towards the adapter. The pump was visually inspected, leak and functionally tested. The pump passed the visual inspection. No damage or abnormalities were found. The pump passed leakage test. The pump passed the functional test. The balloon was visually inspected, leak and functionally tested. Balloon passed visual inspection. No damage or abnormalities were found. Balloon passed leak test. Balloon passed functional test. Based on the information available and analysis results, the sharp instrument damage found on the device is considered a secondary failure, so the allegation of mechanical issue was unable to be confirmed. However, there are several failure modes of the device that could lead to mechanical issue, which include but are not limited to a device malfunction: therefore, a conclusion code of cause not established was assigned to this investigation. Concomitant product UDI for pump (B)(4). Concomitant product UDI for balloon (B)(4).

Event description:
It was reported that this artificial urinary sphincter (aus) stopped working six months ago. A surgical procedure was performed to remove and replace the aus. No patient complications were reported.